Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of discrepant results for 4 patient samples tested for elecsys ft3 iii (ft3 iii), elecsys ft4 ii (ft4 ii) and elecsys (tsh) when tested on the customer's cobas e801 module compared to an e801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and the centaur method. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with a1 patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch with a1 patient identifier (B)(6) for information on the ft3 iii erroneous results. Refer to the attached data for patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(6). The e801 module serial number used at the investigation site was 14d9-06. The tsh reagent lot number used with the e601 module was 267269 with an expiration date of (B)(6) 2018. The tsh reagent lot number used with the e411 analyzer was 283550 with an expiration date of (B)(6) 2018. The tsh reagent lot number used with the e801 module at the investigation site was (B)(6) with an expiration date of (B)(6) 2019.

Manufacturer narrative:
Sample ID (B)(4) was not submitted for investigation. Since the sample was not available, the investigation could not be completed for this sample. Samples (B)(4) were submitted for investigation where an interferent against a component of the reagent was confirmed. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
A sample from patient ID (B)(6) collected on (B)(6) 2018 was submitted for investigation. The sample was tested at the investigation site and the tsh, ft4 ii and ft3 iii results were within the normal reference ranges of the respective assays. No interfering factors were identified in the sample from (B)(6) 2018. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem. The cause of the event could not be determined.